Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. This was due to mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that after surgery, it was discovered that the foot control device had "two cuts on the out tubing of the cord and the wires were exposed". There was no patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.